Manufacturer narrative:
The product was visually evaluated and was seen to have damage. The screw tip and threads were still sharp with very little signs of wear. There was a portion of the screw head that was missing and appeared to have been fractured off. There was more damage on each of the cross slots indicative of the screw heavily interfacing with a blade. It also appears to have experienced significant force from the blade as evident by the anodic layer missing in several areas. The complaint is non-verifiable since the screw was damaged, but not out of the package as reported. The most likely cause of the complaint is excessive force on the screw head. The instructions for use states: "excessive torque can cause the screw to fracture." The device history record was reviewed and there are no signs of non-conformances.

Event description:
It was reported the screw cap has been damage, when the surgeon opened the package. Another screw of the same part number was used to complete the surgery. There was no surgical delay or patient injury reported. The complaint form submitted for this event indicated the surgical technique was not followed. Additional information has been requested but has not been received at this time.